Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086 MRI 52 crdm non-defib lead, implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that during the follow up visit it was noted that atrial threshold had been high since implant. Manual testing as performed and there was no capture at maximum output. The atrial lead was turned off. No patient complications have been reported as a result of this event.